Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-52 implantable pacing lead (B)(6) 1999; 4568-45 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that upon interrogation, the device showed a message for the right ventricular (rv) lead warning. The warning message was closed and when checking the device there was no diagnostic data available. The device was re-interrogated and there was some diagnostic information but still could not obtain the lead impedance data. The device and lead remained in use. No patient complications have been reported as a result of this event.